Manufacturer narrative:
No intervention performed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 2 months post the index procedure on "(B)(6)" the patient presented for routine follow up CT. It was observed on CT that arterial flow to the left kidney was occluded and it was atrophic. It was noted that the patient has no complaints. As per the physician intervention will not be performed. The cause of the event was related to the stent graft fabric being slightly higher at the level of the left renal artery. This was noted as per the physician after subsequent review of the index procedure final angiogram. At that stage on the final angiogram the left renal artery was well perfused. No additional clinical sequelae were reported and the patient is fine.